Event description:
It was reported that a home patient experienced a connection issue between the cassette tubing and transfer set. This occurred during an unknown stage of peritoneal dialysis therapy. The caregiver (cg) stated that they could see that the lines were not tightened all the way. The cg started therapy over and used all new supplies. The patient was able to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.